Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving an appropriate shock for vt and a patient notifier alert for low, out of range high voltage impedance. The out of range impedance was low during therapy delivery and within normal range in clinic. The lead was explanted and replaced. The patient made a full recovery.